Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The patients tracheostomy tube was secured by a trach tie so that the tube&#38112;flange remained, but the inner and outer canula came out through the flange. It required a trip to the emergency room to have another tracheostomy tube placed in the patient. The caller stated there was no patient harm. Caller states she will need to ask permission of her manager to provide any patient ID or patient information.